Event description:
It was reported that this device was beeping for about five days. The patient went to the hospital to get it checked. The device could not be interrogated. Technical services advised the patient to contact the doctor's office. There were no adverse patient effects.